Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in february 2015 and performed to specification up and including the last log entry on the 25th march 2015. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the green status led flashed throughout. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.